Event description:
It was reported that the probe tip was broken while in use in surgery. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip was broken off approximately 2mm from the tip. The remaining portion is slightly bent. A review of the device history records found no documentation to indicate a non-conformance to specification.